Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Vial with one test strip returned - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl-150 mg/dl. The blood glucose testing is performed by the customer three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ insulin to manage diabetes. The customer provided that they not had any recent changes to diet. The customer says she always takes her blood fasting and started to see an increase in her blood result about 2 months ago. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 392 mg/dl and 350 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).